Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to heart attack and also experienced high blood glucose. The customer's blood glucose ranged from 197mg/dl to 200 mg/dl and 300 mg/dl to 400's mg/dl. The high blood glucose was treated with insulin pump and pen. The customer also reported getting skin irritation on the side due to the insulin set. Customer was advised to consult with healthcare provider regarding use of topical antibiotics and possible antibiotics. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.